Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the extension set tubing near the luer adaptor was inconclusive since unused same lot samples were the only items returned for investigation. Eleven unopened safestep pouches from lot asbus0036 were returned and no damage was observed on the samples. A microscopic examination of each tube to luer connection revealed that the length of the adhesive fillet was within specification. A functional test revealed no leaks at the tube to luer connection. Since the affected devices were not returned for investigation, the complaint was inconclusive. A lot history review (lhr) of asbus0036showed three other similar product complaint(s) from this lot number.

Event description:
The facility reported: "after we access the line by safe step we face a leaking in extension close to luer lock and this recurrent in three incidents." This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbus0036 showed three other similar product complaint(s) from this lot number.

Event description:
The facility reported: "after we access the line by safe step, we face a leaking in extension close to luer lock and this recurrent in three incidents." This report addresses the first device.